Event description:
An ultrawand catheter was put on the field for a maze procedure. When the catheter was connected to the epicor machine it was not recognized as a proper connection. After reattaching many times we changed ultrawand catheter. A second catheter was connected without problems. The device had no contact with the patient; it was found to be malfunctioning before use. The epicor machine has a built in safety feature. No patient sequelae. The lot number could not be found on the packaging; device and packaging returned to manufacturer.